Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "staff opened the sologrip and reported exposed wires."

Manufacturer narrative:
According to the report, "staff opened sologrip iii and reported exposed wires." (B)(4). The manufacturing records for lot ta-04069 were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A sample review was conducted on (B)(6) 2016. The returned handpiece was visually inspected. The hospital returned handpiece ta-04069-23 in the cryolife supplied sample return packaging. The white sheath was broken in small pieces in numerous locations. The random broken spots on the sheath were brittle and easily broken or "snapped" under minimal stress. A slight color variation was noted in the broken segments. No other damages were noted to the handpiece. The root cause remains unknown.

Event description:
According to the report, "staff opened the sologrip and reported exposed wires."